Manufacturer narrative:
No product will be returned per customer. The customer declined to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that in the woodlands picu, a product had a bright blue stain on the interior of the tubing near where it connected. The product snapped when nurses were changing the tubing. There were no blue medications that were given to the patient. There was no report of patient harm.

Manufacturer narrative:
The picture provided by the customer showed the tubing snapped and the smallbore tubing was cut in half near the distal male luer. The root cause of this failure was not identified.

Event description:
The customer reported that in the woodlands picu, a product had a bright blue stain on the interior of the tubing near where it connected. The product snapped when nurses were changing the tubing. There were no blue medications that were given to the patient. There was no report of patient harm.